Event description:
The customer reported discrepant troponin I (accutni) results, within the risk stratification, for three patients involving unicel dxc 600i synchron access clinical system. The customer stated original results recovered at approximately 0.2 ng/ml and retested results recovered at approximately 0.01 ng/ml. The customer stated the original results were released out of the laboratory and questioned by the physician who advised the laboratory to recalibrate the unit, but the customer retested the patient samples instead. There has been no report of patient injury or change in patient treatment associated with this event. The field service engineer (fse) assessed the unit at the facility.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012. The fse replaced the transducer tip and made necessary adjustments to the voltages. The fse performed a level sense wet/dry test which passed within system specifications. The fse performed a 50-replicate precision test using the level 1 troponin I (accutni) quality control (qc) material on a fresh troponin I reagent pack (as the customer was concerned about pack drift at the end of the reagent pack). The fse reported the last 4 replicates were much higher than all of the other replicates (from a 0.1 ng/ml to 0.14-0.17 ng/ml). Per service technical support's (sts) recommendation, the fse checked the transducer tip temperature. The temperature was at 26°c (system specification is 35°-39°c). The fse attempted to adjust the temperature and also cleaned the ultrasonic pcb board; the temperature would not change. The fse returned on (B)(4) 2012 and replaced the transducer. The fse made necessary adjustments to the temperature, voltages, and alignments. The fse performed a routine system check and another level sense wet/dry test; both passed within system specifications. The fse performed another 50-replicate precision test using level 1 troponin I (accutni) quality control (qc) material on a new reagent pack. The testing passed with a percent coefficient of variation (cv) of 3.93%. The unit conformed to the manufacturer's published performance specifications. The sample was collected in a becton dickinson (bd) lithium heparin plasma 13x75 tube with gel separator. The sample was centrifuged at room temperature in a swinging-bucket centrifuge at 3,200 rpm (revolutions per minute) for ten minutes. The specimen was sampled out of the primary tube for all three tests. The customer reported no issues with quality control (qc). System check was performed (B)(4) 2012 and passed all portions within service specifications.